Event description:
Philips received a complaint from customer biomed reporting a primary alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient, nor user impact reported. The device did not meet specification for intended use and was kept out of from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue was found during a device evaluation in preparation for field change order (fco) service activity. The bme reported a philips authorized service provider (asp) identified the issue and advised speaker replacement. The bme requested and received details necessary for part order. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.